Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon lost control of the monopolar curved scissors (mcs) instrument wrists. Also, the cord was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the reporter confirmed that the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console, the surgeon was using the instrument during the procedure when the issue occurred. The failure was related to a lack of control of the instrument pitch and yawn movements. The movement of the surgeon were scaled appropriately to the instrument. The instrument did not move in the intended direction, the instrument¿s wrist was moving chaotically. The timing of instrument movement was appropriate. There was no shakiness, and no frictions registered during the procedure. There was no instrument-to-instrument and no arm-to-arm interference during the procedure. There were no external collisions registered during the procedure. The issue was persistent after it occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed failure analysis investigations. The instrument was found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute to the reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was discovered to have a broken grip cable at the idler pulley, which could lead to improper movements. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occurred from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute.

Event description:
Refer to h11 for follow-up information.